Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports one sponge had the x-ray detectable string come loose and fall off the sponge during the case.

Manufacturer narrative:
A device history record (DHR) review was completed for lot# 19a070962. There were no manufacturing issues related to the complaint issued for this lot. Representative samples were returned for the reported condition of x-ray element falling off however, the root cause is undetermined. There were 131 trays returned for evaluation. After opening the trays and inspecting the samples for any x-ray elements falling off, none of the trays exhibit this defect. The compliant is not confirmed and will be used for trending purposes to determine a need for any corrective/preventative actions.